Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console has been consistently displaying the error code "excess air in heat exchanger" during use. There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint could not be duplicated. Inspection of the console showed no signs of defect or damage. The console was tested and it passed all operational verification tests.